Manufacturer narrative:
(B)(4).

Event description:
It was reported the t2 failed to secure on the meniscus. A backup device was readily available. There was a delay of less then 30 minutes. No patient injuries were reported.

Manufacturer narrative:
Device investigation narrative - one curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. T1 remains attached at the insertion needle tip. The suture has been pulled out of the fixed straw. T2 remains in its customary location on the insertion needle. The device was tested for deployment using a rubber meniscus model, each t deployed as intended. The device was not returned in the condition of the reported complaint of t2 not securing to the patients meniscus. This investigation could not identify any evidence of product contribution to the reported complaint. Further investigation is not warranted at this time.